Event description:
No additional information received.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 2188405. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte vial access adapter leaked material#:385108 batch#:2188405 it was reported by customer that the vial adpater q-syte style when they are filling casettes and getting all the bubbles out of the syringe. This is leaking the medicinal all over their hands. Pt thinks this issue is due to the vial adapter q-syte lot number 2188405. No adverse event reported, no missed dose reported, product is not available for return. No additional information provided. Indication: primary pulmonary hypertension reported to cvs/caremark by: patient/ caregiver verbatim: spontaneous report. Pt (patient) reports issues with vial adapter q-syte style when they are filling cassettes and getting all the bubbles out of the syringe. This is leaking the medicine all over their hands. Pt thinks this issue is due to the vial adapter q-syte lot number 2188405. No adverse event reported, no missed dose reported, product is not available for return. No additional information provided. Indication: primary pulmonary hypertension. Reported to cvs/caremark by: patient/caregiver.